Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed it was not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned in the channel, the distal tip of the insertion device is bent almost 90 degrees at the distal tip of the retention sleeve. The actuator bar is fractured at the bend. This failure has been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A functional evaluation was performed on the returned device and found the device cannot function due to the incorrect bend and fractured actuator bar. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair procedure, the t1 of the fast-flex flex fell off the needle rail when bending the needle with bending tool include with the fast-fix. The incident happened outside the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.